Event description:
Customer reported, the system should not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated circuit cards. System operates as intended. (B) (4).